Event description:
According to the event description: "on (B)(6), at around 2010hrs-2030hrs, (B)(6) had initiated IV drip to be started for patient. She remembered that she keyed in the vtbi as 490mls and time as for 12 hours. Then started the infusion as per order. She went in 2 other times after the incident to perform nursing task and remembered seeing the rate was 40++mls/hr. However, nd staff noticed that the pump was alarming around 2220hrs. The drip was completed within 2 hours from initiation instead of 12 hours. Preliminary analysis has shown that the value of 490 was entered incorrectly in rate instead of vtbi."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The uploaded history files of the pump stated in the complaint were analyzed. According to the files, the vtbi therapy was configurated at 08:26pm with the parameters "flow rate 490ml/h and time of 12hours". The therapy was started at 08:26pm. At 09:29pm an air bubble alarm occurred. The alarm was confirmed and at 09:31pm the door was opened. At 10:52pm the pump was turned off. According to the files no over infusion occurred. To clarify if the pump is malfunctioning a pump is needed for investigation. At 09:31pm the door was opened. At this point an over infusion can occur if the connection to patient is not interrupted. According to task 8 in the cc notification, the customer set the wrong flow rate. "It seems the vtbi was entered inaccurately as 490ml/h instead of 40.8/h (490ml/12h)." The over infusion was caused by wrong vtbi settings. During infusion no technical malfunction occurred. The defect was assessed as not confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689, k142596, k191910.